Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates the needle hub broke & separated in use.

Event description:
Customer reported that "needle hub cracked during puncturing of the jugularis without leverage or bending on the needle." No intervention reported.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle and a lidstock for analysis. Signs-of-use in the form of biological material was observed inside the needle hub. Visual analysis revealed that the hub was broken and separated from the cannula near the distal base of the hub. Microscopic examination revealed that the point of separation on the hub was relatively smooth and uniform. The portion of the hub that was separated was still firmly attached to the needle cannula. The returned introducer needle could not be leak tested as the needle could not be securely attached to a syringe due to the damaged hub. Manufacturing was contacted as part of this complaint investigation. They performed internal tests on several lab inventory introducer needle samples and were able to replicate the damage on the samples by exposing the needle hub surface to isopropyl alcohol. The alcohol in addition to external stress (likely from the syringe during insertion) causes similar damage as the sample involved with this complaint. A device history record review was performed, and no relevant findings were identified. The report of a needle hub broke separated was confirmed through complaint investigation. Visual analysis revealed that the needle hub broken and separated from the cannula near the distal base of the hub. The point-of-separation appeared relatively smooth and uniform. A device history record review was performed, and no relevant findings were identified. Based on the sample received and the comments from the manufacturing facility, the needle hub design likely caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "needle hub cracked during puncturing of the jugularis without leverage or bending on the needle." No intervention reported.